Manufacturer narrative:
Device returned with no lot identification. The product complaint analysis team has completed its investigation. Visual inspections & results: cam position: engaged/disengaged, abc-disengaged; cartridge batch number: a-n/a bc-j43r2p; cartridge position: a-not loaded bc-lo; drivers present in cartridge, a-n/a b-present/l/; firing knob position: back/partial abc-back; gapspace pin condition: a-n/a bc-good; hook latch position: open/closed abc-closed; instrument halves: joined/separate abc-joined; knife condition: ab-nicked c-good; staples present? Formed/unformed a-n/a b-1/2 c-all pr; swing tab position: locked/unlock a-n/a b-locked c-u. Functional tests & results: instrument safety lockout properly, abc--yes; staple heights conforming, abc-yes; staples fire properly, abc-yes and staples form properly, abc-yes. Analysis conclusion: based on the info received and the visual results, no conclusion could be reached as to what may have caused the reported incident. Upon receipt of the instruments, it was noted that the knife was nicked on two of the returned instruments. It was also noted that one of the returned cartridges, loaded on one of the instruments, was returned with damage across the top of the cartridge. Due to the condition of the returned instruments and cartridge, it appears as if an attempt may have been made to fire the instruments across a hard object. All of the returned instruments were fired. All fired and formed all the staples as designed across the entire staple line. There were no difficulties noted with the devices jamming. The staple heights and staple formation was measured on all three of the returned instruments. All were found to be conforming with respect to mfg requirements. Mfg and engineering have been notified of the reported incident.

Event description:
The devices were used during a colectomy procedure. It was reported by the affiliate that the devices jammed. This caused the staple line to be incomplete. The staple line was oversewn. There was no pt consequence.